Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a stroke and thrombus on the closure device occurred. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device was implanted. A 45 day follow-up transesophageal echocardiogram (tee) was performed which revealed a complete seal on the device. There was no thrombus or jets. The patient stopped taking coumadin, plavix was added and aspirin increased to 325mg daily. In (B)(6) 2016, plavix was stopped. The patient declined their 12 month follow up tee. In (B)(6) 2017 at 7:00 pm, the patient presented to the hospital with weakness in the left arm and leg and was not able to communicate. She was also looking to the left. The patient was taken to the emergency room (ER) and her presenting blood pressure was 179/128. The national institute of health stroke scale (nihss) was not initially documented on this patient. While in the ER, a CT of the head was done that showed nothing acute. Labs were all unremarkable except for blood urea nitrogen (bun) which was 28. The decision was made to give the patient tissue plasminogen activator (tpa) with a heparin infusion and oral coumadin. Tpa was started at 10:59pm. She was transferred to another facility for higher level of care and was admitted to intensive care unit. Nihss was 25 upon admission. An MRI report stated there is a 10 x 3 cm focus of acute to subacute ischemia/infarct involving the left temporal lobe likely within the left middle cerebral artery vascular territory. No mass or hemorrhage noted. The patient received lovenox injections that transitioned to oral coumadin. She continued on aspirin 325mg daily. It is unknown if the thrombus caused the stroke as it could have come from somewhere else in the patient's body. The patient is currently doing well at a nursing home facility as a total care patient where she resided prior to the stroke. She has functionally returned to her baseline and is able to verbally communicate appropriately; no issues with swallowing/eating/taking medications and is able to move all extremities as before the stroke. A follow up tee will be performed in the next 3-6 months.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient was admitted to the ICU the day after she went to the emergency room in (B)(6) 2017. A transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) was performed in the hospital in (B)(6) 2017, six days after she was admitted to the ICU.